Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. Nt (lot: 31026r1096) was implanted successfully, reducing mr to trace. Post procedure in the intensive care unit, the patient developed an unknown infection and became septic. Antibiotics were reportedly administered. In the early hours of the next day, blood pressure decreased and patient went into cardiopulmonary arrest. Despite chest compressions and pcps, blood pressure did not return and the patient died. A computerized tomography scan (CT) was taken where lung damage was observed, but this was thought to be due to chest compression. There was no arrythmia. The cause of death was likely due to the infection.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported death, hypotension, and cardiac arrest appear to be cascading events of the infection. A cause for the reported infection could not be conclusively determined. The reported patient effects of death, hypotension, cardiac arrest, and infection, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.